Event description:
The following was reported to hamilton medical ag: summary: the hospital staff said, that this c2 was off and waiting in a hallway and all of a sudden it started blinking and beeping and it was like this untill they took out the batterie. So, when the power is avaliable, it is blinking and beeping and you can not do anything with it.

Manufacturer narrative:
Hamilton medical comes to the following conclusion: see cer 141796.